Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that it was difficult to remove the catheter. This event occurred on the 6th day of placement. Per additional information:the patient was transferred to another hospital, and the catheter was removed. There was no information provided on how the catheter was removed. There was no patient injury reported.

Manufacturer narrative:
The reported event was inconclusive due to the poor sample condition. Received only the catheter for evaluation, that had been cut into 17 pieces. The sample was classified as a poor sample condition and several tests could not be carried out. A dimensional evaluation was performed, and the following results were recorded: concentricity (full inflation volume) 60/40 eye snip length 3/32¿ eye snip width 3/32¿ eye snip distance from distal cuff 8 eye snip distance from proximal cuff 9 rubberize thickness 10 thou inflation lumen coverage 12 thou balloon thickness (average) 15 thou reinforcement 185 thou the lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "[contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use in patients who are or have been allergic to natural rubber latex" (B)(4).

Event description:
It was reported that it was difficult to remove the catheter. This event occurred on the 6th day of placement. Per additional information:the patient was transferred to another hospital, and the catheter was removed. There was no information provided on how the catheter was removed. There was no patient injury reported.